Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection it was found that both seals were broken and there were cracks in the top case corners, case tabs, and right plunger case. Event history log of the pump showed an invalid syringe size error. Problem was able to be duplicated during testing, barrel clamp head would not move, and pump was unable to calibrate. The root cause of the reported issue was found to be that the size pot no longer operated properly due to normal wear of the device. Repair, replacement, and recalibration was done resulting in the device passing all function tests. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was a bad syringe sensor. No patient injury was reported.